Manufacturer narrative:
The device has not been received for evaluation. This event is being reported due to a single proceeding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Manufacturer narrative:
(B)(4). Device was returned and visually inspected confirming the fracture.

Event description:
The doctor indicated that the patient reported to the dental practice with a fractured zirconia abutment (originally placed (B)(6) 2012). The doctor has also reported that there was no injury or infection associated with the reported malfunction.